Event description:
Complainant alleged that while attempting to pace a (B)(6) male patient, the device failed to capture the patient's heart rhythm. Complainant indicated that the device would not display an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction and the patient was successfully cardioverted using the same one step complete electrodes.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.